Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked. It was reported by customer that liquid appeared to have leaked behind syringe plunger on a number of syringes in this lot. 11 syringes containing cefazolin 2 g/20 ml have been sequestered. Verbatim: rcc received a complaint via community. Pir attached. Liquid appeared to have leaked behind syringe plunger on a number of syringes in this lot. 11. Syringes containing cefazolin 2 g/20 ml have been sequestered. Product code: 305617.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 11 physical samples submitted for evaluation. The reported issue of leakage other was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no defects or imperfections were observed. All samples received underwent and passed leakage testing. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.